Event description:
It was reported that the event occurred while in the intensive care unit (ICU) during use. According to the customer, the pt presented to their hospital with possible beta blocker complications which required temporary pacing. While attempting "crystalloid" infusion through the sidearm of the sheath it was noted that they had experienced "leakage" of crystalloid into the contamination shield. The touhy borst adapter had been tightened, but leakage still occurred. As a result, the contamination shield was drained. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is the pt was successfully paced. The therapy was completed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.